Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 2.25 x 28 mm stent delivery system was returned for analysis without a stent attached. No stent returned. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings are evident on the exposed balloon wall. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. The 100% stenosed target lesion was located in a coronary artery. A 2.25 x 28mm promus element drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent dislodged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The 100% stenosed target lesion was located in a coronary artery. A 2.25 x 28mm promus element drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent dislodged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.